Manufacturer narrative:
The customer provided the device logs and photograph for review, which confirmed the reported malfunction regarding the bios screen. The logs contained cfb entries, indicating that the device experienced a bios screen during operation. These entries suggest a potential malfunction of the main board. As a precautionary measure, technical support recommended replacing the main board. The customer was contacted multiple times regarding the replacement; however, no confirmation was received. A further review of the logs showed that the device was not actively ventilating at the time of the reported issue but was operating in high flow oxygen therapy (hfot) mode. Hfot does not constitute mechanical ventilation, which involves actively moving air into and out of the lungs to support breathing. As the device was not providing ventilation during the reported event, the complaint of 'stopped ventilation' was unable to be confirmed.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant reported the device suddenly stopped ventilating and the screen appeared as if it had switched to bios mode. The complainant reported no adverse effect on the patient.